Manufacturer narrative:
Received additional information regarding the patient condition on (B)(6) 2014 stating that the patient was discharged with no residual side effects.(B)(4).

Event description:
Post ped procedure, the patient left the cath lab, 90 min later patient had stroke symptoms. It was reported that via testing it was determined patient was at a therapeutic level on dual anti platelet therapy. Upon return to the cath lab it was found that the ped was thrombosed. It was determined that the ica was previously under spasm and when the ped was initially deployed it was opposed to the vessel wall. Upon spontaneous resolution of the vasospasm the ped was no longer opposed to the wall and thrombus formed behind the device leading to total thrombosis of the device. Gpiib iiia medications were administered, the ped device underwent angioplasty and symptoms resolved. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).